Manufacturer narrative:
Investigation found an alarm that occurs at 80 hours of pump operation. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin. No other damage or defects were found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient's bg (blood glucose) levels reached 398 mg/dl. Patient stated her bg levels started to increase around 2:00 am when the last bit of insulin was given to her from the pod. Patient was wearing the pod on her stomach. Patient went to sleep around 3:00 am still wearing the pod and woke up around 5:00 am to 5:30 am when the pod started to alarm, about 8 hours after the pod should have expired. Patient took the pod off. Patient stated she went back to sleep for a few more hours, then woke up with dka symptoms such as throwing up, diarrhea, itchiness, tingling in her arms and legs, could not move and ¿things like that.¿ patient's mother then called 911, an ambulance came and the paramedics started her on a fluid IV drip. Patient stated her bg levels were ¿356 mg/dl or something like that¿ when she got to the hospital. Patient stated when she was in the ER (emergency room) she started to have sudden pain in her neck and head and she could not feel her legs or arms. Hospital stated this was cramps because her potassium levels were low due to her sugars being high, but the patient stated it had to be paralysis because she felt floppy, and the only thing she could feel was a little bit of tingling in her arms and legs. The hospital checked for ketones and her ketones were at 30. Patient stated the highest her bg was while in the hospital ¿was maybe 398 mg/dl or something like that, or 389 mg/dl.¿ hospital was able to stabilize her and she was admitted for dka. Patient stated her discharge paperwork does not show how she was treated but she knows she was given an insulin IV ¿ a bag of novolog, IV for fluids, daily medications such as reflux, tylenol and potassium. Patient did not mention if anything was prescribed after discharge. Patient stated the hospital would lower her insulin IV drip, when her bg started to lower. Patient had been without a pod for 11 hours due to running out of pods.